Manufacturer narrative:
(B)(4).

Event description:
The complaint states that broken sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2023. Patient was under 2 years old, which is off-label usage of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.